Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion during a follow-up in clinic. The patient was asymptomatic. The device was explanted and replaced. The procedure was completed successfully and the patient was stable.